Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5146566.

Event description:
Reoccurrence of voluntary medwatch received states device interrogation revealed under sensing on both leads. No changes or intervention were reported. Patient's condition is unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5146566; mw5146567.

Event description:
Related manufacturer reference number: 2017865-2023-52467 it was reported that the patient presented in clinic for a follow up. Device interrogation revealed under sensing on both leads. No changes or intervention were reported. Patients condition is unknown.